Event description:
A letter from the dr alleges pain in the right breast and examination revealed granuloma formation and the breast was indicative of needing repair surgery. Medical records allege capsule formation on the right, firm, possible skin erosion, tenderness, soreness and discomfort. Operative report states a capsulotomy was performed on the right capsule and the pocket was made larger and the right implant was reinserted. Questionnaire for attorney alleges functional joint pain, short term memoral loss, "feels like I have a rope around" breast, hardening, chronic problems, cannot walk very well and physical discomfort. A later letter from a dr alleges baker class iii contracture.